Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. There was also debris build up in this device. This device did not overheat during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction events where a midwest shorty single speed handpiece overheated. There was no injury to the patient.